Event description:
On 12/21/06, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that her one touch ultra meter was reading inaccurately high. The senior medical affairs specialist spoke with the reporter on 12/22/06, to obtain/clarify info. The pt obtained a 131 mg/dl in the morning. She ate breakfast as usual. Patient is not currently taking any diabetes medications and mainly controls her diabetes through diet. She napped before noon and upon waking, she described having leg cramps and feeling dizzy. Her daughter tested her and obtained a 113 mg/dl. The pt's daughter noted that the pt had been advised to drink orange juice when and if she obtained low blood glucose results. No actions were taken following the 113 mg/dl as they considered the result to be relatively normal. Following the blood glucose test, the pt described feeling shaky in addition to the leg cramps and feeling dizzy. Her daughter decided to contact the paramedics due to pt's symtpoms. Upon the paramedics arrival a result of 54 mg/dl was obtained on the ems meter. The results were reported to have been 15 to 30 minutes apart. Based on statistical methodology, the calculated difference to these glucose results exceeds the expected value of <= 30% and/or <=30mg/dl. She was administered glucose and transported to the hosp. The pt tested 196 mg/dl at the ER and was released within 6 hrs. She was not given a diagnosis. Patient's other health conditions include: hbp, thyroid problems, problems with her potassium levels, and asthma. The customer care advocate discovered that the pt's test strips expired in 03/03. According to the reporter, she had been using expired test strips for a while and was unaware of the printed expiration date. This complaint is being reported due to the following conclusion: the pt was using expired test strips for a while, developed sympoms of leg/dizzy/shaky, obtained a 113 mg/dl on the reported meter, tested 54 mg/dl on the ems meter between 15 to 30 mins later, received glucose treatment and tested 196 mg/dl at the hosp.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.